Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The certificate of analysis from the supplier for the sleeves built into this lot confirmed the product was built and released per specifications. Two sleeves were returned and visually inspected. The irrigation holes were aligned 180° opposite to each other. No damage was found on the irrigation center ports. The texture and the ribs on the inner wall of the infusion sleeves were intact. No twist on the shaft was observed during installing the infusion sleeves onto the lab stock phaco tip on the handpiece. There was no difficulty to place the tip onto the sleeves. Saint-gobain certification of analysis was reviewed and confirmed the diameter of the infusion sleeve met specification. There was no perceptible tactile difference when checking for softness, both were similar in hardness. The root cause of the customer's complaint could not be established; the returned samples were evaluated and met specifications. After investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: 2020-16757

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that several times lately, the sleeves were too soft and would catch in the incision during procedures. Patient and procedure impact is unknown.